Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on an unknown date wherein patients entire system was explanted to address the issue. It is unknown which lead is at fault.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6), batch: a000123149. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.